Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion of lipids was noted to be leaking at the connection side closest to the patient who was in the nicu. They reported this event may cause a major affect on the patient since the patient's central line reportedly needed to be broken which can lead to a risk of exposure to infection. Although requested, there was no report of harm.

Manufacturer narrative:
The customer¿s report of an infusion of lipids was noted to be leaking at the connection side closest to the patient was not confirmed. The sets or components used by the customer to attach the suspect set¿s mating components were not received for inspection and testing. Visual inspection showed no anomalies. Functional testing showed no anomalies. Pressure testing showed no anomalies . The root cause of the customer¿s report of leaking was not identified.

Event description:
It was reported that an infusion of lipids was noted to be leaking at the connection site closest to the patient in the nicu. They reported this event could cause a major affect on the patient since the patient's central line reportedly needed to be "broken" (disconnected) potentially leading to a risk of exposure to infection. Although requested, there was no report of harm.